Event description:
It was reported that during the procedure the 20/30 indeflator was able to inflate the unspecified balloon; however, could not deflate the balloon. Another new 20/30 indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed; however the reported deflation issue was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that other device issues (bent/kinked shaft affecting the inflation/deflation lumen and/or stretched outer member (om) resulted in the reported break/deflation issues; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The noted device damages (faceplate/gauge separations, faceplate breaks) possibly occurred during transit for return analysis; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.d6a: implant date corrected from 3/10/2022 to na